Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed insulin pump error. The customer's blood glucose at the time of incident was normal and did not require medical treatment. The customer was assisted with trouble shooting, but was inconclusive. The customer was advised the pump needs to be replaced. Return is not expected.